Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level was 19 mg/dl. The paramedics were called. She treated her low blood glucose level with food. The insulin pump alarmed low reservoir. The customer's current blood glucose level was 200 mg/dl. The device was not returned.